Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not load properly and was set aside. Another unit was opened to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not load properly and was set aside. Another unit was opened to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). The lot#: 25154794 history record review was completed. There was one ncmr documented for the reported lot number. The ncmr was reported for "foreign matter" found in the casing of 3.8 mm, which were attributed to nonconforming springs in the aortic cutters, which is not related to the reported failure. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 21dec2020. An investigation was conducted on 29jan2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the loading and delivery devices. Delivery device was returned inside loading device. The delivery device was removed from the loading device. The tension spring and seal remained inside the loading device, visible through the loading window, indicating there was an attempt to load the seal in the delivery device. The blue lock remained engaged with the white plunger not depressed. The seal was taken out from the loading device for inspection. There was no sign of crack/delamination on the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.199 inches, the outer diameter was measured at 0.221 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.